Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment. This occurred on reuse number 3. This pt's pre-treatment weight was 54.3 kilograms (kg), ultrafiltrate goal was 0.91kg/hr and in the first 20 minutes of treatment 1.6 kg of fluid was removed. The target weight of this pt is unknown. A 'dialysate pressure high' alarm was received but no other alarms were received during treatment. Treatment was discontinued and the pt's blood rinsed back, but hcp reports the pt did not look right. The hcp tested the drain line and realized there had been a blood leak that had occurred although this was not indicated by a machine alarm. Pt was given fluid replacement post-treatment. The pt was placed on prophylactic antibiotics and admitted to the hosp overnight for observation. All cultures were negative. The pt was released from the hosp the next day and at this time the pt is fully recovered.